Manufacturer narrative:
(B)(4). The evaluation and repair is still ongoing.

Event description:
It was reported that during patient use, a ventilator became inoperative. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device, and verified the customer reported malfunction. The se replaced the breath delivery (bd) central processing unit (cpu), the expiratory valve (evq), and downloaded the latest software revision. The unit then passed all testing.